Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that in primary hip surgery the tritanium offset cup inserter broke upon insertion. The wheel on the back of the inserter broke when the surgeon hit it with a mallet to insert the cup into acetabulum.

Manufacturer narrative:
An event regarding fracture involving a curved positioner/impactor handle was reported. The event was confirmed. A material analysis has been performed, the report concluded: the threaded drive shaft connecting the knob to the handle components fractured in rapid overload. The fracture originated at the root diameter of the first thread protruding from the knob. No material or manufacturing defects were observed on the device features examined. Review of the device history records indicates all devices accepted into final stock were functionally acceptable. There have been other events for the reported lot. The investigation concluded that the threaded drive shaft connecting the knob to the handle components fractured in rapid overload. The root cause was determined to be related to the design of the device.

Event description:
It was reported that in primary hip surgery the tritanium offset cup inserter broke upon insertion. The wheel on the back of the inserter broke when the surgeon hit it with a mallet to insert the cup into acetabulum.